Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged front panel, cracked small knob, torn input/output label, and stuck function switch. The customer stated problem was duplicated. Replaced damaged function switch, front panel, small knob, and case label kit. Installed MRI battery, sintered filter and o-rings. Reset patient pressure cycling led. Adjusted peep control valve and CPAP control needle due to output measurements not in tolerance. Performed pm, calibrated unit, cleaned and affixed service label. The cause of the reported problem was traced the user manipulation of the device. The manufacturing DHR is not relevant to the investigation as the problem source is user interface.

Event description:
It was reported that smiths medical ventilator had no audible alarms and no lights. No adverse patient effects were reported.